Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, probe tip breakage occurred, upon activation of the energy activation button. The issue occurred, during a therapeutic, myomectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The subject device was manufactured in may 2024 based on the provided lot information "45k" but we're unable to identify the exact day. This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, the exact cause of the reported event could not be determined, but past investigations suggest it was likely due to the probe contacting other instruments or non-insulated areas. A probable mechanism involves the tissue pad wearing out when the grasping section was closed in seal & cut mode without grasping tissue, leading to contact between the non-insulated grasping section and the probe's distal end. This contact caused scratches and cracks on the grasping section, which, when subjected to force, resulted in the probe breaking. A root cause for event could not be determined. The content of the instruction manual was reviewed, and the following description was found. This reported event was cautioned in the instruction manual. Drawing number and revision number of IFU: rc2994 12. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.